Event description:
It was reported that the right atrial (ra) lead triggered a lead safety switch (lss) due to high out of range impedance measurements, above 3000 ohms. Furthermore, noise was observed both at rest and during isometric maneuvers as well as pocket manipulation. Technical services (ts) indicated that there was a potential lead integrity issue and recommended lead replacement. No adverse effects on the patient were reported. The ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high out of range impedance measurements, above 3000 ohms. Furthermore, noise was observed both at rest and during isometric maneuvers as well as pocket manipulation. Technical services (ts) indicated that there was a potential lead integrity issue and recommended lead replacement. No adverse effects on the patient were reported. The ra lead remains in service. Additional information was received indicating that the patient underwent a revision surgery in which this ra lead was explanted and replaced. No additional adverse patient effects were reported. This ra lead has not been received for analysis.